Manufacturer narrative:
(B)(4). Method: the complaint opt314 optiflow junior nasal cannula was not returned to fisher & paykel healthcare (f&p) in new zealand for investigation. Further attempts were made to contact the healthcare facility for additional information with regards to the nature of the reported event, however no response was received. Results and conclusion: we are unable to determine the cause of the reported failure due to the complaint opt316 cannula not being returned for evaluation, and the lack of further information from the healthcare facility. However, as per the event description, it was reported that the patient broke the cannula with their hands. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Appropriate monitoring must be used at all times. Do not stretch or crush tube.

Event description:
A healthcare facility in chile reported that an opt316 optiflow junior nasal cannula was broken by the patient with their hands. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). We are currently attempting to obtain more information from the healthcare facility and to retrieve the subject opt316 optiflow junior nasal cannula for assessment. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that an opt316 optiflow junior nasal cannula was broken by the patient with their hands. There was no reported patient consequence.